Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. The sales representative reported on behalf of the customer that the sb1036 was being used during a lap chole on (B)(6) 2021 when it was reported "retrieval bag was being deported into the patient when a plastic piece from the retrieval arm broke off into the patient. Dr. Was able to locate the broken piece and retrieve it out of the patient." The procedure was completed without the use of an alternate device and there was no delay in the procedure. It is reported that all components were retrieved from the patient. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.